Event description:
It is reported by a mitek rep. That piece of ceramic casing broke off of a mitek se electrode and was retrieved from patient. Customer used another electrode to complete case and there was no patient harm. If this was to recur and the broken fragment was not retrieved from the patient. It is possible that patient injury could potentially occur. Co does not know what impact, if any; this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.